Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported events. There was no image when the device was started and the front panel buttons were not responsive. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, prior to a procedure, there was no image displayed from the subject device and the front panel controls were frozen. This report is being submitted for the report of no image. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Event description:
No additional details regarding the type of procedure and how it was completed were available from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to there being no image from the device. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the cause of the no image condition was not identified during testing and a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Per the legal manufacturer, the other device defect included in the initial MDR (front panel unresponsive) has no potential to cause or contribute to death or serious injury if the malfunction were to recur.